Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force system resistor. However unit had gold configuration number. Unit passed the displacement test. Unable to perform the occlusion test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump passed the displacement test but then failed the test soon after. The pump also passed the self test. No further details given.